Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted due to high out of range shock and pacing impedances. No adverse patient effects were reported. The status of this lead is unknown.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.